Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were shocked a few months ago and the application was not updating. The patient also indicated they had called the doctor's office, however, the office did not receive any information about the shock; and when the device was checked, they received an update and services were turned off. The patient also stated "the doctor thought it was a phantom shock and it actually zapped me". It was further reported that one year later, the patient called stating the implantable cardioverter defibrillator (ICD) "zapped me." Follow up received from the clinic indicated that the patient had an ICD check. The ICD delivered anti-tachycardia pacing (atp) and shock for supra ventricular tachycardia (svt) that was detected in the vt zone. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.